Event description:
It was reported that the xyphoid scar became infected and opened on the edges. The infection went into the xyphoid pocket. The patient was brought in and the pocket was opened and cleaned. The patient was given antibiotic therapy. The xyphoid pocket was closed and the electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.